Manufacturer narrative:
Title: ligasuretm hemorrhoidectomy: how we do: giorgio lisi, date: 2017, minerva gastroenterologica e dietologica. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study performed between june 2001 and june 2014 at the university hospital of tor vergata, rome, italy. 1000 patients were selected to underwent ligasure tm hemorrhoidectomy for iii and IV degree hemorrhoids. Out of 1000 patients, 35 patients with anal stenosis, 5 patients re-operation (anoplasty), 10 patients with anal fissure, 3 patients with transphincteric anal fistulas, 4 patients with perianal abscess during first month post surgery.